Manufacturer narrative:
He pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists ten (10) boluses on the event date, 3/10/2024, listed below: on (B)(6) 2024 02:55:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) on (B)(6) 2024 12:17:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) on (B)(6) 2024 14:55:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) on (B)(6) 2024 15:37:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) on (B)(6) 2024 16:04:37.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) on (B)(6) 2024 16:43:38.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) on (B)(6) 2024 17:08:03.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 8500 (0.85 u) bolusamountdelivered: 8500 (0.85 u) on (B)(6) 2024 19:02:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15500 (1.55 u) bolusamountdelivered: 15500 (1.55 u) on (B)(6) 2024 19:11:57.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) on (B)(6) 2024 21:42:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) please see below for the daily total of all insulin delivered on the event date, 3/10/2024: on (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 237750 (23.775 u). Dailytotalofbasalinsulindelivered: 121250 (12.125 u). Dailytotalofbolusinsulindelivered: 116500 (11.65 u). There were no auto suspend events on the event date, 3/10/2024. There were no user suspend events on the event date, 3/10/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 22 mmol/l at the time of the incident. Troubleshooting was performed for the reported event. The customer stated that the bolus did not reduce the high blood glucose. The customer was treated with a manual injection. The insulin pump system was used within 48 hours of the reported high blood glucose event and the auto mode/smartguard feature was not active. The cutsomer alleged the pump was under-delivering insulin because of experiencing high blood glucose for 4 days. The customer performed a high pressure test twice but the pump did not pass the test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.